Manufacturer narrative:
(B)(4) final report. Additional information, including device details, post primary and pre revision x-rays, the explanted device, a detailed patient outcome, operative notes and patient medical history was requested in order to progress with this investigation, however, not all requested information was provided and thus there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all reported devices conformed to material and dimensional specification at the time of manufacture. X-rays, patient medical history, operative notes and the explanted device were not available for examination and thus no further investigation can be conducted at this time. Based on the information provided, it cannot be determined at this time whether the corin devices caused or contributed to the patient's experience and thus corin now consider this case closed. If further information becomes available for this event then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix collared revision after approximately 5 months due to infection.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including device details, post primary and pre revision x-rays, the explanted device, a detailed patient outcome, operative notes and patient medical history has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix collared revision after approximately 5 months due to infection.